Event description:
Revision surgery of c5-c6 to add posterior cervical lateral screws due to questionable or possible delay in fusion at this level. The pt has an roi-c with vertebridge construct at this level. The construct was not removed. The pt is reported to be doing fine after the revision surgery.